Manufacturer narrative:
Patient information has been requested, but has not yet been received from the facility. Public releases have indicated that the facility has identified several patient deaths related to the presence of non-tuberculous mycobacterium; however, as noted above we have not received patient information or other details from the reporting facility. The serial number(s) have not yet been provided by the facility. This information will be provided in a supplemental report if and when made available. As we have not yet received the serial number(s) of the machines from the facility, we are unable to confirm the date of manufacture at this time. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). A customer medwatch #mw5056456 was received at sorin group (B)(4) reporting a cluster of non-tuberculous mycobacterium seen in patients who had preciously undergone cardiothoracic surgery involving the sorin heater-cooler system 3t. Public releases have indicated that the facility has identified several patient deaths related to the presence of non-tuberculous mycobacterium; however, as noted above we have not received patient information or other details from the reporting facility. We have been in contact with the facility to obtain additional information relating to the machines involved, their serial numbers, patient details and outcomes, any information on the source of the reported bacteria and the current status of the involved unit(s). We have not yet received this information from the facility. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
A customer medwatch #mw5056456 was received at sorin group (B)(4) reporting a cluster of non-tuberculous mycobacterium seen in patients who had preciously undergone cardiothoracic surgery involving the sorin heater-cooler system 3t.

Manufacturer narrative:
On june 28, 2016, a literature review identified the name, age, sex for two patients and the date of death for one of the patients reportedly infected with mycobacteria at wellspan york hospital in york, pa. Originally, a single report was filed for all reported patient infections at wellspan york hospital, as no information specific to each patient had been provided. As we now have specific information regarding two of the patients, two additional medwatch reports (9611109-2016-00527 and 9611109-2016-00528) will be filed. Please see those reports for additional details. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, the details of any additional infected patients are not known at this time.

Manufacturer narrative:
On (B)(6) 2016, sorin group was notified of three legal complaints. It is our belief, based on the current information provided to date, that the legal complaints identify the details of three of the patients who were reportedly infected with mycobacteria at (B)(6) hospital in (B)(6). Originally, a single report was filed for all reported patient infections at (B)(6) hospital, as no information specific to each patient had been provided. Specific information for two of the three patients identified in the legal complaints were already provided on medwatch reports 9611109-2016-00527 and 9611109-2016-00528, filed (B)(6) 2016. As we now have specific information regarding one additional patient, one additional medwatch reports (9611109-2016-00559) will be filed. Please see that report for additional details. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, the details of any additional infected patients are not known at this time.

Manufacturer narrative:
On august 17, 2016, sorin group was notified of a legal complaint. It is our belief, based on the current information provided to date, that the legal complaints identify the details of one of the patients who was reportedly infected with mycobacteria at (B)(6) in (B)(6). Originally, a single report was filed for all reported patient infections at (B)(6), as no information specific to each patient had been provided. As we now have specific information regarding one additional patient, an additional medwatch reports (9611109-2016-00586) will be filed. Please see that report for additional details. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group quality assurance. Because the facility is unwilling to disclose any new information, the details of any additional infected patients are not known at this time.

Manufacturer narrative:
On september 22, 2016, sorin group (B)(4) conducted a literature review that identified additional information related to mycobacterium infections at wellspan york hospital in york, pa. The article, published on september 21, 2016 by the philadelphia inquirer (http://www.philly.com/), reported that a total of 12 patients had been infected with mycobactera at wellspan york hospital. A previously filed follow-up report (follow-up 4, submitted on june 15, 2016) provided information relating to 10 patient infections and 6 patient deaths. It was not stated in the article published by the philadelphia inquirer how many patients have died to date. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group quality assurance. Because the facility is unwilling to disclose any new information, the details of any additional infected patients and the involved unit(s) are not known at this time.

Manufacturer narrative:
The report labeled as 9611109-2015-00498 follow-up 1, which was filed on december 7, 2015, contains the follow-up 1 information for medwatch report number 1718850-2014-00498, which was erroneously filed with the incorrect report number (and subsequently re-filed with the correct report number on january 8, 2016). This follow-up is meant to replace 9611109-2015-00498 follow-up 1 filed on december 7, 2015. Serial number: (B)(4). The devices are not available for return. Device manufacture date: february 27, 2009. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A customer medwatch #mw5056456 was received at sorin group (B)(4) reporting a cluster of (B)(6) mycobacterium seen in patients who had previously undergone cardiothoracic surgery involving the sorin heater-cooler system 3t. Public releases have indicated that the facility has identified several patient deaths related to the presence of (B)(6) mycobacterium; however we have not received patient information from the reporting facility. Sorin group USA has been in contact with the facility to obtain additional information relating to the patient details and outcomes, or any information on the source of the reported bacteria and the current status of the involved unit. We have not yet received this information from the facility. Initially the facility did not provide the serial number and it was unclear how many units and patients were involved, so only 1 medwatch report was filed on november 13, 2015. Follow-up communication has revealed that the issue involved 3 separate machines. Therefore 2 additional medwatch reports (MFR report numbers 9611109-2016-00148 and 9611109-2016-00149) have been filed to document information on the additional units. The facility reported that samples were sent to the cdc and bacterial contamination of this device (B)(4) has been confirmed, however the facility has also reported that the unit is not available for return to sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete. This report was originally submitted on march 11, 2016, however due to a submission error caused by a duplicate report number, it is being re-submitted.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A customer medwatch #mw5056456 was received at sorin group (B)(4) reporting a cluster of non-tuberculous mycobacterium seen in patients who had previously undergone cardiothoracic surgery involving the sorin heater-cooler system 3t. Through follow up communication with the customer, sorin group has been made aware that this unit ((B)(4)) is not available for return. Multiple attempts have been made to get more information from the customer and they have reported that they are unwilling to disclose any information regarding patient involvement at this time. Sorin group has been in direct contact with the customer on several occasions and they have not expressed any interest in having the units serviced or inspected by a sorin technician. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that, during a procedure, an object was dropped onto the touch screen of the s5 double head pump whereby cracking the display and making the pump inoperable. There was no report of patient injury. The device was not returned to sorin group (B)(4) for evaluation, but a photograph from the customer showing the cracked touch screen was received. Inspection of the received photo confirmed the reported issue and concluded that the damage is consistent with an object being dropped on the touch screen. A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. This issue will be monitored for trends and if a trend is identified, corrective action will be recommended.

Manufacturer narrative:
On may 3, 2017, livanova deutschland identified an article which identified additional information related to mycobacterium infections at (B)(6). The article, published by the center for disease control (cdc) in may 2017 (lyman, m. M., grigg, c., kinsey, c., keckler, m., moulton-meissner, h., cooper, e....perkins, k. M. (2017). Invasive nontuberculous mycobacterial infections among cardiothoracic surgical patients exposed to heater-cooler devices. Emerging infectious diseases, 23(5), 796-805. Https://dx.doi.org/10.3201/eid2305.161899.), reported that at least 11 patients had been infected with mycobactera at (B)(6), and at least 7 have died. Previously filed follow-up reports (follow-up 8, submitted on september 29, 2016 and follow-up 4 submitted on june 15, 2016) contained information relating to at least 12 patient infections and 6 patient deaths. The minimal patient information included in the article was reviewed along with the other individual patient infection reports that have been filed for (B)(6) (9611109-2016-00527, 9611109-2016-00528, 9611109-2016-00559, 9611109-2016-00560, 9611109-2016-00561 and 9611109-2016-00562). However, only 2 patients were able to be linked to existing reports. For one of the two reports (9611109-2016-00528), additional information was identified that has not been provided in a supplemental report. A new supplemental report was filed in that case. The other 9 patients could not be linked to individual reports. It is unknown if any of the 9 additional patients are included in the 12 patients mentioned in the previously filed report (follow-up 8) or if they are different patients altogether. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group quality assurance. Because the facility is unwilling to disclose any new information, the details of any additional infected patients and the involved unit(s) are not known at this time.

Manufacturer narrative:
On may 16, 2016, sorin group (B)(4) reviewed literature and compared the information discovered to complaints regarding mycobacteria infections in patients. Sorin group (B)(4) was able to identify different information within two different publications related to mycobacterium infections at (B)(4). When comparing the literature to the latest information in the complaint, a discrepancy was identified regarding the number of affected patients and patient deaths. The first source, published on november 4, 2015 by the (B)(4), stated that the cdc had identified eight patients who had likely been infected. Four of the patients died. The source indicates that the deaths have not been definitively linked to the infections, though (B)(6) stated that they were likely a contributing factor. Three of the eight people who had been infected were reported to have had the same species of bacterium found in the equipment (mycobacterium chimaera). The second source, published on may 17, 2016 by (B)(4), also mentions that (B)(6) had originally identified eight ntm-infected patients, four of whom died. However, the report then references a statement made by a spokesman for the facility, who stated that the numbers have since increased to ten infected patients and six patient deaths. No definitive link to the sorin heater-cooler system was made in the article. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, the exact number of current infected patients and patient deaths is not known.